Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (3) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4785. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3 way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. The catheter tested for "difficult to deflate". During testing, the catheter balloon was inflated with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 5 ml could be withdrawn. Using the in house luer lock syringe, deflate balloon passively and successfully in 2 minutes and 35 seconds with no cuffing noted. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, the foley catheter balloon was checked by injecting sterile water and attempted to drain the water, but it did not drain, so refrained from using it. It drained after left it for a while.

Manufacturer narrative:
(B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, the foley catheter balloon was checked by injecting sterile water and attempted to drain the water, but it did not drain, so refrained from using it. It drained after left it for a while.